Manufacturer narrative:
By the check of the manufacturing chart of the lot #15ab022, no anomaly was found on the physica - femoral alignment manufactured with this lot#. We will send a final report once the investigation will be concluded.

Event description:
Intra-operative issue happened on (B)(6) 2019. During surgery, a part of the physica - femoral alignment (code #9065.10.020, lot #15ab022) broke and surgeon was not able to use it to complete the surgery. Surgery was prolonged of 5 minutes. It was reported that the instrument was approximately used in 380 surgeries. Event occurred in (B)(6).